Manufacturer narrative:
Conclusion: the customer was made aware of the part needed to repair the bed. It is unknown at this time if the bed has been repaired. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by service report that the head of the bed will not go up or down. It is unknown if there was patient involvement or if there are adverse consequences to report.